Event description:
It was reported that a farawave catheter at the end of an atrial fibrillation (a fib) procedure presented a stuck guidewire. The physician tried removing the guidewire from the farawave but was unable to do so. Fluoroscopy was reviewed, and it was seen that the guidewire became stuck in the catheter splines. Troubleshooting was performed. The case was still completed using this device as the problem occurred after ablations concluded. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave catheter at the end of an atrial fibrillation (a fib) procedure presented a stuck guidewire. The physician tried removing the guidewire from the farawave but was unable to do so. Fluoroscopy was reviewed, and it was seen that the guidewire became stuck in the catheter splines. Troubleshooting was performed. The case was still completed using this device as the problem occurred after ablations concluded. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. The catheter returned without a guidewire inserted. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported event was not confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.